Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
A customer reported "on insertion advanced easily, but wire hard to remove. As catheter withdrawn out, wire was removable, but when fully removed, purple end at the hub released and catheter came out of the hub and had to be fully removed and was leaking at hub.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Evaluation summary: a review of the DHR and inspection records was conducted, and ncr was found associated with the tubing receiver lot number k4490811 finding ID out of specification & tubing shrinks too much when annealed. One catheter with the strain relief missing, a detached y site, and two stylets were returned for review. Functional testing for the allegation of resistance could not be conducted since the stylet was removed from the device. Functional testing for leakage was conducted with a colored water filled syringe and leakage from the base of the hub was confirmed. The most probable root cause for the confirmed leakage was most likely due to an event within the user environment. Possibly an excessive force was applied that resulted in damage to the catheter. Per the ncr, this receiver lot was put on hold and scrapped on 5/9/23. This tubing for this complaint was manufactured 2/25/23. Since the root cause for the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.